Manufacturer narrative:
The investigation determined the issue was due to operator error. There is a misunderstanding in how the operator is interpreting the results. The initial result had a data flag that indicated that the result was outside the reportable range of the assay. The instrument displayed the maximum measurable value with the corresponding data flag. This is as intended. The customer believes that applying a 1:2 dilution would reduce the displayed result by half. However, this is not correct as the instrument does not recalculate beyond the assay¿s defined measurement range. There was no product malfunction.

Manufacturer narrative:
The reagent lot number was requested but not provided. The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys probnp ii assay result for one patient sample tested on a cobas e 801 analytical unit. The initial result was >70000 pg/ml. The repeat result was 45395 pg/ml after a 1:2 dilution. The customer is unsure which result is correct.